Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to a decline in patient functioning a year ago. This is all the information provided, and additional information has been requested. No adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the allegation, however; no response was able to be obtained from the health care professional (hcp). If additional information is obtained, this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to a decline in patient functioning a year ago. This is all the information provided, and additional information has been requested. No adverse patient effects were reported.